Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a patient notifier for the device prematurely reaching elective replacement indicator and end of life. The device was explanted and replaced a couple of days later. No further information is available.